Manufacturer narrative:
Added information on return to manufacturer field. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06aug2019. The international fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the speaker and the problem was resolved. The ventilator passed performance specification testing after the repair was completed.

Event description:
The customer reported that the ventilator's alarm failed. There was no patient or user involvement.